Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at ths time. We, therefore consider this report complete to the best of our knowledge.

Event description:
Customer's father reported customer having high blood glucose levels due to bent cannula. He also stated that the pump had absences of "no delivery alarm". Troubleshooting was done, pump not returning for analysis.